Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user alleged the insulin pump was under delivering insulin. Customer stated that the boluses were not taking affect and insulin pump was not passing insulin. Customer experienced high blood glucose level of 230 mg/dl and treated with syringes. No harm requiring medical intervention was reported the insulin pump will not be returned for analysis.